Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician relocated the patient¿s ipg on (B)(6) 2019 which addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient felt the ipg had migrated in the pocket site. X-rays confirmed the ipg had flipped in the pocket, and the top of the ipg had shifted to be at a right angle to the skin. To address the issue, the physician may perform surgical intervention.